Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141592. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that 30 intima-ii y 20gax1.16in prn/ec slm catheters were found with white foreign matter on their needles. The following information was provided by the initial reporter, translated from chinese to english: "department of gynaecology 3 discovers 30 products at present the remaining 150 should be returned completely change when the nurse disposed of the needle core, she found a layer of unknown white substance on the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 intima-ii y 20gax1.16in prn/ec slm catheters were found with white foreign matter on their needles. The following information was provided by the initial reporter, translated from (B)(6) to english: "department of gynaecology 3 discovers 30 products at present the remaining 150 should be returned completely change when the nurse disposed of the needle core, she found a layer of unknown white substance on the needle".